Event description:
Arterial line positional throughout shift, unable to draw blood and informed sicu. Arterial line just quit working and nurse instructed to remove line. Nurse removed dressing and line was leaking clear fluid around site when flushed. Nurse removed stiches from catheter and cath broke off at insertion site inside patient wrist. A small amount of white tip was showing at the skin level nurse grabbed it and pulled cath out.